Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the mid-stent with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Additional information: update to still image evaluation: two still images were provided for review. The first image was of the shelf carton of a resolute integrity device. Although the lot number on the shelf carton is (0010067761) , the confirmed lot number of the device involved in this event is 0010211943. The second image was of the distal section of an sds device. Deformation was evident to the stent. Device lot details updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: two still images were provided for review. The first image was of the shelf carton of a resolute integrity device. The lot number on the shelf carton (0010067761) and the device details match what was reported. The second image was of the distal section of an sds device. Deformation was evident to the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx des was used during a procedure to treat a mildy calcified, moderate tortuous lesion exhibiting 90-95% stenosis in the mid distal circumflex (cx) artery. There was no damage noted to the packaging, there was no issue noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was pre dilated. The device didn't pass through a previously deployed stent. Resistance was encountered. Excessive force was not used. The stent was inserted through the guide liner, there was resistance during insertion, they took out the guide liner and tried without a catheter but the resistance remained. It was reported that the stent deformed during delivery to the lesion. The patient is alive with no injury.